Event description:
Rn unable to get a blood return. Checks are done every 2 hrs when pt is receiving a vesicant drug. Pt complained of pain in chest and some swelling. Chest x-ray done to check placement. When dr removed catheter it was noted that the dacron cuff was not in place. Observed pt but unable to determine if cuff fell off inside pt or somehow was removed earlier. Unsure if dacron cup was attached to catheter when it was installed.